Manufacturer narrative:
The lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery in which the balloon was removed and replaced with a new one due to recurring incontinence. It was said that the balloon had a significant tear, the physician said that the suspected cause of the tear was the location of the component. The pump and cuff remain implanted and the patient is expected to fully recover.